Event description:
It was reported that during a laparoscopic lobectomy, when the device was in and out of the trocar, the distal part of the trocar was partially cracked, the surgeon stopped the operation in time and removed the fragment from the body, and replaced a new trocar to continue the operation. All pieces of the trocar were retrieved. No patient consequence.

Manufacturer narrative:
(B)(4). Batch # unk. Additional information: this is an analysis of two photos submitted to ethicon for review. During the visual analysis the following was observed: the photos show a torn sleeve from the bottom side. The image is not clear to determine the failure mode. Based on the set of photos review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional information was requested and the following was obtained: please confirm: were all the pieces/ fragments retrieved? Will all pieces been available to be returned? If no, were they discarded? All pieces/ fragments have been retrieved. All pieces cannot be returned and have been discarded. Were there any patient consequences? If yes, please describe. There were no patient consequences. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.